Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this ICD and rv lead were replaced. The patient was upgraded to a cardiac resynchronization therapy defibrillator system. A fluoroscopy was performed during the revision and the physician suspected there had been a subclavian crush. The lead fracture was then confirmed during lead analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Further review noted the impedances were greater than 3000 ohms and there was noise on the rv channel. The noise was oversensed and resulted in an inappropriate shock. At this time, the patient has been seen and the physician programmed tachy therapy off. The products remain in service and the patient is being monitored. No adverse patient effects were reported.